Manufacturer narrative:
No investigation was possible because the patient was unable to provide the lot number of the product and did not return other products from the same carton. Instructional insert included with product provides adequate instructions to prevent the outer cylinder from being placed too far into the vagina, stating that the user should "grasp the grooved center of the applicator with [the] thumb and middle finger," to "insert [the applicator] until the thumb touches your body," and following insertion, to "withdraw the applicator."

Event description:
The patient claims that after she inserted the tampon applicator, the plastic applicator pieces separated. The smaller cylinder and the tampon came out of her vagina, but the larger outer cylinder remained stuck in the vagina. The patient states that she sought medical attention and a physician removed the outer applicator. No further complications were reported. Patient did not give the name of the medical facility, the exact date of treatment, and was unable to provide the lot number of the device, or return unused product from the same carton.